Manufacturer narrative:
No button response due to corroded keypad traces. Moisture damage found on electronics and motor. Insulin pump received with cracked display window corner, battery tube threads, reservoir tube, broken reservoir tube lip, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the buttons were not responsive. Customer's blood glucose was in the low 40 mg/dl. Customer had been working outside and sweating. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.